Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the patient has only had primary cell (pc) devices. The issue regarding the frequent ins replacement is due to the rechargeable ins not being approved for use for ocd, and therefore the patient is limited to use of the pc devices, which deplete due to the patient's high settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, since of january 18, 2023, the patient has had to change to their fourth implantable neurostimulator (ins) in (B)(6) 2024. The patient's obsessive-compulsive symptoms have required quite high stimulation values and optimation trials where technical services-neuro (ts) has been involved and it hasn¿t helped. Trials to decrease current and decrease the pulse width and current have led to unpleasant sensations, feelings of depression and decrease in performance. Therefore they're returned to the previous settings. A rechargeable power supply would reduce the need for repeated ins replacement, but there is no indication for the ins for the treatment of obsessive-compulsive disorder, nor has fimea granted such exception for rechargeable ins. The rechargeable ins off label use for ocd has lead to a situation where the patient's ins is empty in less than 6 months and needs replacement. Ts neuro couldn¿t help by optimization of programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.